Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report, and CAPA. No ncs [non-conformances] nor capas were identified in veeva. There were several complaints against this lot identified with the same failure mode. A supplier investigation into this lot will be executed and further details commented in the final answer. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, during a sacrospinous ligament fixation procedure, the vaginal vault kept falling indicating that either the anchors, suture, or tissue failed to hold. The failure was identified during suture tie-down. The anchors were not found. It was noted the doctor used the pulley method which may have contributed to the failure. A total of 6 anchors were placed, 4 anchors failed and 2 anchors were successful. There was a different tool each time because the surgery broke down/cleaned up and then had to re-set after the failure was visual before the patient was awake.